Event description:
This is a report from baxter (B)(4) of fluid (just saline in drip chamber) that would not run through the set. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was confirmed. Blockage was observed at the tubing and the interlink y-site sub-assembly. The tubing end appears to be squeezed and there is a film of solvent causing the blockage. Dimension inspection was performed on the tubing with no abnormality observed. Blockage at the tubing end appeared to be attributed to twisting of tubing at distal end and film of excessive solvent. Batch review was performed on the reported batch with no abnormality observed. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).